Event description:
At the start of a pulmonary vein isolation procedure, when physician pressed the foot pedal to start ablating, the ablation sound was heard but on the screen, the catheter tip did not turned red and the impedance graph was not seen on the cardiolab. The patient interface unit (piu) was turned on and off, this did not solved the problem. The carto 3 system interface cable was changed and the issue was resolved. The procedure was completed with 5 minutes of delay and with no patient consequences. Based on the reported event, the catheter tip should have turned red. Therefore, this complaint became reportable.

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).

Manufacturer narrative:
As the lot # 61117 was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).